Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The penta indicated is being filed under a separate medwatch MFR number. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that more than ten years ago, the patient underwent coronary artery bypass grafting, bypassing the aorta to the left circumflex (lcx). In (B)(6) 2005, the saphenous vein graft (svg) stenosed and a 4.0 x 18 penta stent was implanted. On (B)(6) 2010, the patient underwent a stenting procedure in the obtuse marginal, distal and proximal (lcx) with two non-abbott stents and one 2.5 x 18 xience v stent. On (B)(6) 2010, the patient was hospitalized with chest pain. The coronary angiogram performed showed the entire length of the saphenous vein graft from ostium on, occluded with thrombosis which a balloon angioplasty was performed in the svg. The thrombosis was aspirated and balloon angioplasty was performed. On (B)(6) 2010, coronary angiogram performed showed thrombosis. The patient was scheduled to undergo unknown operation in (B)(6) 2011. The physicians assumes this event may have been a very late thrombosis inflicted by the penta or a (subacute) thrombosis caused by the non-abbott stents. Additionally, he commented that during the procedure performed on (B)(6) 2010, the ostium of the svg might have been damaged as it came in contact with the guiding catheter. However, the possibility of the thrombosis having occurred due to the xience v stent is low. The patient recovered and was discharged from the hospital. Though requested, there was no additional information provided.